Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination and rockwell hardness test was performed by a product engineer revealed that the tips of the coronal benders have been deformed, presumably during rod bending. Taking deformation of the tips into account, it appears that the tip geometry is dimensionally correct. The hardness of the instrument material was analyzed and determined to be within specification. A review of the device history record for this lot number did not identify any related non-conformances. Unable to determine the cause of the event.

Event description:
It was reported that the instruments were broken while bending the rods in a surgical procedure. No patient complications were reported.